Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting far field p-wave oversensing which in turn triggered a lead alert. It was also reported that r wave sensing had been decreasing. Sensing configurations were discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was reprogrammed followed shortly by inappropriate shocks. The lead was then repositioned. Two subsequent follow up visits confirmed normal lead function.